Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety product procedure.

Event description:
Patient reported left side "rupture and implant exchange from textured to smooth due to the concerns of the product". Device ha been explanted.